Event description:
It was reported that the customer had problems with no delivery alarms on the insulin pump. Customer's father stated that his wife thinks there was also a motor error alarm. Customer's blood glucose level was 242 mg/dl. Customer's mother verified that there was no blood or tissue in the cannula. Customer stated that the pump was working until the insulin delivery and after 75-85%, the customer would receive a no delivery alarm. Troubleshooting for the motor error alarm was performed. Customer's blood glucose level was 434 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.